Event description:
It was reported that a malfunction alarm, identified as malf 1, was displayed on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support again if any issues arose.